Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator and the electrode (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device. The patient was re-implanted with another cochlear device during the same surgery. The patient was also treated with IV steroid (specific duration not reported) for the cyst on top of the implant.

Manufacturer narrative:
This report is submitted on sep 21, 2023.